Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The PICC was received without a cap on the solo connector. The PICC exhibited evidence of use. The tubing had been cut to length near the 36cm depth mark. A microscopic examination of the solo valve revealed that it was in its proper position. Residue from use was observed within the solo valve, which may have affected the functional performance of the valve. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter. One of the benefits of the proximal (solo) valve is reduced blood reflux compared to open-ended catheters. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the valve of the catheter was noted to be leaking. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the valve of the catheter was noted to be leaking. No other information was provided.